Manufacturer narrative:
Product investigation summary: the guide wire mentioned in complaint description was not sent for evaluation. Only the drill bit was received with the tip of the drill bit broken off as complained. The drill bit with lot f-15742 was manufactured by supplier (B)(4) in may, 2014 according to drawing specifications. Reviewing the device history record documentation confirms that this lot was manufactured from (B)(4). Checking the outer diameter of the broken part confirms that it is still within specified range. According to the complaint description, the guide wire used may have been broken. It is likely that contact between the guide wire and drill bit may have led to a short term overloading situation during use leading to the breakage. Therefore, a manufacturing related issue as root cause for the breakage can be excluded. No indication for product related issues were found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Additional product codes ¿ hsz, gfa, gff. Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during pediatric orthopedic surgery, a guide wire broke when the surgeon was pre-drilling for screw insertion. During surgery, a drill bit also reportedly broke off. There was a reported sixty minute surgical delay resulted due to the removal of the metal pieces scattered in the intramedullary and the body tissues. This is report 1 of 2 for (B)(4).